Manufacturer narrative:
H3 other text : device has not been yet returned to the manufacturer.

Event description:
The manufacturer received information alleging nose irritation, skin irritation, respiratory tract irritation, dizziness and/or headache, asthma (new or worsening), inflammatory response. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Repair evaluation information was received on 04/26/2022 and h11 is updated as: the manufacturer received information alleging nose irritation, skin irritation, respiratory tract irritation, dizziness and/or headache, asthma (new or worsening), inflammatory response. Medical intervention was not specified. No additional information can be requested at this time. The device was returned to the manufacturer's service center for further evaluation. During the evaluation of the device at the manufacturer's service center, the device was visually inspected and found no evidence of foam degradation. There were zero errors found. The manufacturer's service center concludes that there was no visible foam degradation. Section d, section g and h is updated in this report.